Event description:
It was reported during a percutaneous transluminal coronary angioplasty/stent procedure of the left anterior descending. The balloon was being used to postdilate a stent. The balloon ruptured during inflation. The catheter was withdrawn using force and the distal third of the balloon detached from the shaft and remained in the vessel. A decision was made to encase the residual balloon segment between two stents. Case was completed without any further incident and the pt was discharged 10/23/1999.